Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspected short-to-shield and a log file read was requested. The data showed multiple pump stops on (B)(6) 2020. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support, technical services suggested it may be beneficial to keep the vad connected to battery power or to use an ungrounded patient cable until further investigation is completed. Technical services also requested that x-rays be completed in order to identify a possible location of where the compromise in the lead is. It was reported that the patient was asymptomatic at the time of the event, although it was noted that the patient was partially asleep. It was reported that alarms occurred when the patient sat up from a reclined position. There was no reported trauma to the percutaneous lead or recent weight changes in the patient. Patient had requested a repair prior to discharge. A log file reading was requested post repair. It was reported that the patient underwent an external driveline repair on (B)(6) 2020 and initially experienced no alarms when put on a standard cable. When the patient reached for a glass of water, he began having low speed advisory alarms. The patient was reported to be asymptomatic and was placed on a ungrounded cable. It was reported that the patient will be discharged on an ungrounded cable. Upon log file analysis it was observed that the patient had a low speed operation on (B)(6) 2020 at 3:35pm while the patient was tethered to the power module. This is indicative that the short is internal and the driveline repair did not resolve the issue. In order to prevent further interruption in support, technical services recommended that it may be beneficial to keep the vad connected to battery power until further investigation is completed. An update reported that the vad coordinator requested a driveline replacement be performed and a work order was opened to do the repair. It was reported that percutaneous lead replacement was attempted but did not resolve the issue. Xrays were taken. The external driveline was taken by the engineer and will be returning for analysis. After the repair the patient still had speed reduction on grounded cable and so the patient received teaching and was discharged on an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed pump stop events and low speed operation; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 19jul2019 through 31jul2019. The log file contained multiple pump stop events on (B)(6) 2020. These events occurred while the patient was connected to the power module. Based on previous complaint experience, this atypical pump behavior could be indicative of a potential driveline issue. The patient received an external driveline repair on (B)(6) 2020; however, the patient continued experiencing low speed operation following the external repair. The patient was put on an ungrounded patient cable, received training, and was discharged. The returned driveline segment measured approximately 22.5¿ and the exterior did not show any evidence of damage. Breakdown of the braided shield was noted under the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on hmii lvas, serial number (B)(6). No additional issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.